Event description:
It was reported that the patient and spouse heard beeping(2 beeps/2 times) and ticking inside. Ticking could be still heard by spouse if ear is put to patient's ICD. Sent transmission but doctor could not find any thing. Patient also felt shock before but doctor could not see it in the transmission. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.